Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that high blood glucose was experienced and would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 434 mg/dl at the time of incident. Troubleshooting found that the cannula was bent upon removal. Customer declined to troubleshoot further. Customer was advised to follow up with doctor regarding the high blood glucose and to change out reservoir and infusion set as it appears that the pump is performing as designed.